Manufacturer narrative:
H.6. Investigation summary customer returned photos of photos of 1/2cc, 12.7mm, 28g syringes in blister packs from lot # 8085769 and a photo of the local license. Customer states that the od information on shelf box and primary package shows 28g (0.35mm) and is not consistent with the specification registered in local license, which is 28g (0.36mm). The photos were examined and exhibited a discrepancy in the gauge measurement, which is incorrect. A review of the device history record was completed for batch# 8085769. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description bddc-20-2020-sa, has been initiated for insulin syringes: dimension typo in packaging graphics for 28g blister h3 other text : see h.10.

Event description:
It was reported that the package information is not consistent with specifications registered in local license with a bd safety-lok¿ insulin syringe. The following information was provided by the initial reporter: the customer reported that the od information on shelf box and primary package shows 28g (0.35mm) and is not consistent with the specification registered in local license, which is 28g (0.36mm). The inconsistency is considered as non-compliance.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the package information is not consistent with specifications registered in local license with a bd safety-lok¿ insulin syringe. The following information was provided by the initial reporter: the customer reported that the od information on shelf box and primary package shows 28g (0.35mm) and is not consistent with the specification registered in local license, which is 28g (0.36mm). The inconsistency is considered as non-compliance.